Manufacturer narrative:
On 01-mar-2015, an fse conducted follow-up with the customer over-the-phone to address the reported event. Fse performed troubleshooting with the customer and found that the wash unit needed to be lubricated. The lubricant was sent to the customer and once lubricated, the noise stopped. The most probable cause of the reported event was due to the need to lubricate the wash probe unit. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review under CAPA-(B)(4).

Event description:
On (B)(6) 2016, a customer reported a grinding noise from their aia-360 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ctni and ckmb patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.